Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited residual liquid in the distal end and there was a stain inside the light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions aside from the reportable malfunctions in the b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated: h4, h6, h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in distal tip could not be identified and a definitive root cause of the issue could not be determined, as no additional facility device cleaning/reprocessing information was reported or available, however, some scraping in the area where foreign matter remained was observed but there was no further physical damage. Additionally, the light guide lens appeared to be discolored and corrosion was observed. The issue was likely the due to peeling of the adhesive around the lens due to impact stress at the tip of the scope and or chemical stress due to cleaning solutions used, resulting in moisture to entering the lens. The issue may be detected/prevented by following the instructions for use sections below: tjf-q190v operation manual chapter 3 preparation and inspection. Tjf-q190v operation manual 3.3 inspection of the endoscope. Tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.